Event description:
"Spective" pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("absence of left essure"), device expulsion ("right essure coil was assen and removed from cornua of the uterus"), pregnancy with contraceptive device ("pregnancy/subsequent pregnancy"), complication of pregnancy ("obstruction in the cervical opening"), uterine haemorrhage ("hematometra"), genital haemorrhage ("cont. Bleeding/ heavy almost daily bleeding"), hyperbilirubinaemia ("hyperbilirubinemia") and bursal fluid accumulation ("fluid accumulation") in a (B)(6) female patient who had essure (batch no. C51079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2017. The patient's concurrent conditions included local anaesthesia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("constant menstrual bleeding/ abnormal amount of menstrual bleeding"). Huu in 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication of pregnancy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hyperbilirubinaemia (seriousness criterion medically significant), bursal fluid accumulation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/ severe pain"), amenorrhoea ("subsequent amenorrhea"), abdominal pain ("chronic abdominal pain/ abdominal pain"), fluid retention ("abnormal water retention"), pain ("body aches"), weight increased ("weight gain"), arthralgia ("joint pain"), fatigue ("fatigue"), dyspnoea ("difficulty breathing"), visual impairment ("vision problems"), dysuria ("dysuria"), vomiting ("vomiting"), headache ("headaches"), nausea ("nausea"), leukocytosis ("leukocytosis"), vaginal haemorrhage (""heavy" vaginal bleeding"), menometrorrhagia ("menometrorrhagia"), asthenia ("generalised weakness") and skin irritation ("skin irritation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laproscopic hysterectomy total abdominal with bilateral salphingectomy) and surgery (laproscopic hysterectomy total abdominal with bilateral salphingectomy). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, complication of pregnancy, hyperbilirubinaemia, bursal fluid accumulation, dyspnoea, visual impairment, dysuria, vomiting, headache, nausea, leukocytosis, vaginal haemorrhage, menometrorrhagia, asthenia and skin irritation outcome was unknown and the uterine haemorrhage, genital haemorrhage, pelvic pain, menorrhagia, amenorrhoea, abdominal pain, fluid retention, pain, weight increased, arthralgia and fatigue had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, amenorrhoea, arthralgia, asthenia, bursal fluid accumulation, complication of pregnancy, device dislocation, dyspnoea, dysuria, fatigue, fluid retention, genital haemorrhage, headache, hyperbilirubinaemia, leukocytosis, menometrorrhagia, menorrhagia, nausea, pain, pelvic pain, pregnancy with contraceptive device, skin irritation, uterine haemorrhage, vaginal haemorrhage, visual impairment, vomiting and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Plaintiff reported the emergency room visit to doctor, who performed a dilation and curettage procedure to release fluids which had accumulated in plaintiff¿s uterus due to an obstruction in the cervical opening. Doctor's records indicate that a significant amount of blood was removed and a mild amount of mucous was pulled out of her cervix. She has had fluid removed from her abdomen several times to reduce her symptoms. Essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms. Patient was prescribed with pain medication. She has not been tested for a nickel allergy but she cannot wear fake or costume jewelry which often contain nickel due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on (B)(6) 2017: total abdominal with bilateral salphingectomy ultrasound abdomen - on an unknown date: negative. Ultrasound scan vagina: increased endometrial fluid and debris in the endometrial canal. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received, lot number added, pregnancy outcome changed. Event: menometrorrhagia , difficulty breathing, vision problems, dysuria, vomiting, headache, nausea, leukocytosis, hyperbilirubinemia, "heavy" vaginal bleeding, device dislocation, asthenia, fluid accumulation, obstruction in cervical opening, skin irritation added and right essure coil was seen and removed from cornua of the uterus lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('absence of left essure/migration'), device expulsion ('right essure coil was seen and removed from cornua of the uterus'), complication of pregnancy ('obstruction in the cervical opening') and bursal fluid accumulation ('fluid accumulation') in a 21-year-old female patient who had essure (batch no. C51079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2017. The patient's concurrent conditions included local anaesthesia. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2015, the patient experienced genital haemorrhage ("cont. Bleeding/ heavy almost daily bleeding") and menorrhagia ("constant menstrual bleeding/ abnormal amount of menstrual bleeding"). On (B)(6) 2015, the patient had essure inserted. In 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy/subsequent pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication of pregnancy (seriousness criterion medically significant), uterine haemorrhage ("hematometra"), hyperbilirubinaemia ("hyperbilirubinemia"), bursal fluid accumulation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/ severe pain"), amenorrhoea ("subsequent amenorrhea"), abdominal pain ("chronic abdominal pain/ abdominal pain"), fluid retention ("abnormal water retention"), pain ("body aches"), arthralgia ("joint pain"), fatigue ("fatigue"), dyspnoea ("difficulty breething"), visual impairment ("vision problems"), dysuria ("dysuria"), vomiting ("vomiting"), headache ("headaches"), nausea ("nausea"), leukocytosis ("leukocytosis"), vaginal haemorrhage (""heavy" vaginal bleeding"), menometrorrhagia ("menometrorrhagia"), asthenia ("generalised weakness"), skin irritation ("skin irritation"), migraine ("migraines"), autoimmune disorder ("auto-immune disorder") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laproscopic hysterectomy total abdominal with bilateral salphingectomy). Essure was removed. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, complication of pregnancy, hyperbilirubinaemia, bursal fluid accumulation, dyspnoea, visual impairment, dysuria, vomiting, headache, nausea, leukocytosis, vaginal haemorrhage, menometrorrhagia, asthenia, skin irritation, migraine, autoimmune disorder and hypersensitivity outcome was unknown and the uterine haemorrhage, genital haemorrhage, pelvic pain, menorrhagia, amenorrhoea, abdominal pain, fluid retention, pain, weight increased, arthralgia and fatigue had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, amenorrhoea, arthralgia, asthenia, autoimmune disorder, bursal fluid accumulation, complication of pregnancy, device dislocation, device expulsion, dyspnoea, dysuria, fatigue, fluid retention, genital haemorrhage, headache, hyperbilirubinaemia, hypersensitivity, leukocytosis, menometrorrhagia, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, skin irritation, uterine haemorrhage, vaginal haemorrhage, visual impairment, vomiting and weight increased to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Plaintiff reported the emergency room visit to doctor, who performed a dilation and curettage procedure to release fluids which had accumulated in plaintiff¿s uterus due to an obstruction in the cervical opening. Doctor's records indicate that a significant amount of blood was removed and a mild amount of mucous was pulled out of her cervix. She has had fluid removed from her abdomen several times to reduce her symptoms. Essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms patient was prescribed with pain medication. She has not been tested for a nickel allergy but she cannot wear fake or costume jewelry which often contain nickel due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on (B)(6) 2017: results: total abdominal with bilateral salphingectomy. Ultrasound abdomen - on an unknown date: results: negative. Diagnostic results: ultrasound scan vagina :increased endometrial fluid and debris in the endometrial canal. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, genital haemorrhage.device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('absence of left essure/migration'), device expulsion ('right essure coil was seen and removed from cornua of the uterus'), complication of pregnancy ('obstruction in the cervical opening') and bursal fluid accumulation ('fluid accumulation') in a 21-year-old female patient who had essure (batch no. C51079) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2017. The patient's concurrent conditions included local anaesthesia. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("cont. Bleeding/ heavy almost daily bleeding") and menorrhagia ("constant menstrual bleeding/ abnormal amount of menstrual bleeding"). In 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy/subsequent pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication of pregnancy (seriousness criterion medically significant), uterine haemorrhage ("hematometra"), hyperbilirubinaemia ("hyperbilirubinemia"), bursal fluid accumulation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/ severe pain"), amenorrhoea ("subsequent amenorrhea"), abdominal pain ("chronic abdominal pain/ abdominal pain"), fluid retention ("abnormal water retention"), pain ("body aches"), arthralgia ("joint pain"), fatigue ("fatigue"), dyspnoea ("difficulty breathing"), visual impairment ("vision problems"), dysuria ("dysuria"), vomiting ("vomiting"), headache ("headaches"), nausea ("nausea"), leukocytosis ("leukocytosis"), vaginal haemorrhage (""heavy" vaginal bleeding"), menometrorrhagia ("menometrorrhagia"), asthenia ("generalised weakness"), skin irritation ("skin irritation"), migraine ("migraines"), autoimmune disorder ("auto-immune disorder") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy total abdominal with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, complication of pregnancy, hyperbilirubinaemia, bursal fluid accumulation, dyspnoea, visual impairment, dysuria, vomiting, headache, nausea, leukocytosis, vaginal haemorrhage, menometrorrhagia, asthenia, skin irritation, migraine, autoimmune disorder and hypersensitivity outcome was unknown and the uterine haemorrhage, genital haemorrhage, pelvic pain, menorrhagia, amenorrhoea, abdominal pain, fluid retention, pain, weight increased, arthralgia and fatigue had not resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, amenorrhoea, arthralgia, asthenia, autoimmune disorder, bursal fluid accumulation, complication of pregnancy, device dislocation, device expulsion, dyspnoea, dysuria, fatigue, fluid retention, genital haemorrhage, headache, hyperbilirubinaemia, hypersensitivity, leukocytosis, menometrorrhagia, menorrhagia, migraine, nausea, pain, pelvic pain, pregnancy with contraceptive device, skin irritation, uterine haemorrhage, vaginal haemorrhage, visual impairment, vomiting and weight increased to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Plaintiff reported the emergency room visit to doctor, who performed a dilation and curettage procedure to release fluids which had accumulated in plaintiff¿s uterus due to an obstruction in the cervical opening. Doctor's records indicate that a significant amount of blood was removed and a mild amount of mucous was pulled out of her cervix. She has had fluid removed from her abdomen several times to reduce her symptoms. Essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms patient was prescribed with pain medication. She has not been tested for a nickel allergy but she cannot wear fake or costume jewelry which often contain nickel due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on (B)(6) 2017: results: total abdominal with bilateral salpingectomy. Ultrasound abdomen - on an unknown date: results: negative. Diagnostic results: ultrasound scan vagina :increased endometrial fluid and debris in the endometrial canal. Concerning the injuries reported in this case, the following ones were reported via plaintiff information form: pelvic pain, genital haemorrhage. Device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. New event autoimmune disorder, migraine, hypersensitivity was added. Event of pregnancy with contraceptive device downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("absence of left essure"), device expulsion ("right essure coil was seen and removed from cornua of the uterus"), pregnancy with contraceptive device ("pregnancy/subsequent pregnancy"), complication of pregnancy ("obstruction in the cervical opening"), uterine haemorrhage ("hematometra"), genital haemorrhage ("cont. Bleeding/ heavy almost daily bleeding"), hyperbilirubinaemia ("hyperbilirubinemia") and bursal fluid accumulation ("fluid accumulation") in a 21-year-old female patient who had essure (batch no. C51079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2017. The patient's concurrent conditions included local anaesthesia. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("constant menstrual bleeding/ abnormal amount of menstrual bleeding"). On (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication of pregnancy (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), hyperbilirubinaemia (seriousness criterion medically significant), bursal fluid accumulation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/ severe pain"), amenorrhoea ("subsequent amenorrhea"), abdominal pain ("chronic abdominal pain/ abdominal pain"), fluid retention ("abnormal water retention"), pain ("body aches"), weight increased ("weight gain"), arthralgia ("joint pain"), fatigue ("fatigue"), dyspnoea ("difficulty breething"), visual impairment ("vision problems"), dysuria ("dysuria"), vomiting ("vomiting"), headache ("headaches"), nausea ("nausea"), leukocytosis ("leukocytosis"), vaginal haemorrhage (""heavy" vaginal bleeding"), menometrorrhagia ("menometrorrhagia"), asthenia ("generalised weakness") and skin irritation ("skin irritation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laproscopic hysterectomy total abdominal with bilateral salphingectomy) and surgery (laproscopic hysterectomy total abdominal with bilateral salphingectomy). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, complication of pregnancy, hyperbilirubinaemia, bursal fluid accumulation, dyspnoea, visual impairment, dysuria, vomiting, headache, nausea, leukocytosis, vaginal haemorrhage, menometrorrhagia, asthenia and skin irritation outcome was unknown and the uterine haemorrhage, genital haemorrhage, pelvic pain, menorrhagia, amenorrhoea, abdominal pain, fluid retention, pain, weight increased, arthralgia and fatigue had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, amenorrhoea, arthralgia, asthenia, bursal fluid accumulation, complication of pregnancy, device dislocation, device expulsion, dyspnoea, dysuria, fatigue, fluid retention, genital haemorrhage, headache, hyperbilirubinaemia, leukocytosis, menometrorrhagia, menorrhagia, nausea, pain, pelvic pain, pregnancy with contraceptive device, skin irritation, uterine haemorrhage, vaginal haemorrhage, visual impairment, vomiting and weight increased to be related to essure. The reporter commented: before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. Plaintiff reported the emergency room visit to doctor, who performed a dilation and curettage procedure to release fluids which had accumulated in plaintiff¿s uterus due to an obstruction in the cervical opening. Doctor's records indicate that a significant amount of blood was removed and a mild amount of mucous was pulled out of her cervix. She has had fluid removed from her abdomen several times to reduce her symptoms. Essure devices remain implanted in plaintiff, and she continues to experience a combination of the above symptoms patient was prescribed with pain medication. She has not been tested for a nickel allergy but she cannot wear fake or costume jewelry which often contain nickel due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterectomy - on 31-oct-2017: total abdominal with bilateral salphingectomy ultrasound abdomen - on an unknown date: negative ultrasound scan vagina :increased endometrial fluid and debris in the endometrial canal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.